Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. Additionally, a review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device had bad bearings which cased chattering. During in-house engineering evaluation, it was determined that the device was noisy, the laser etching was fading away and was cosmetically unacceptable. It was also observed the bearings were corroded, the tip couldn't be used so it was beyond economical repair. It was further determined that the device failed pretest for vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.